Manufacturer narrative:
The insulin pump was received with blank display; the problem was isolated to the lcd board. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify any alarm due to the blank display. The insulin pump had minor scratched lcd window, cracked case at the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received button error alarm. The customer reported that the insulin pump went to blank display. The customer's blood glucose was 305 mg/dl at the time of incident. The customer stated that they treated the blood glucose with manual injection. The customer stated that the insulin pump was not dropped, bumped or exposed to moisture. The customer stated that the battery compartment and spring were not damaged or corroded. The customer stated that the battery cap was not damaged or corroded. The customer was advised to insert a new recommended battery. The customer stated that the display did not return after inserting a new battery. The insulin pump will be returned for analysis.